Event description:
Plaintiff was employed as medical laboratory technician and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges the following symptoms: allergic rhinitis, shortness of breath, itchy and watery eyes and urticaria. Plaintiff alleges developing a latex allergy.